Event description:
Upon field svc installation of the device, the user reported that the oxygen control knob was stuck and would only turn 1/4 of a turn. There was no pt involvement.

Manufacturer narrative:
Eval is in progress, but not yet concluded.